Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 501 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised they had low blood glucose levels and changed their settings which may have resulted in high blood glucose levels. Customer advised they had chemotherapy and steroids which have resulted in high blood glucose levels. Customer advised their blood glucose went as low as 70 mg/dl and they treated with juice. Customer declined to troubleshoot their blood glucose levels even though they had symptoms of passing out and shaking. The insulin pump was not returned for analysis.